Event description:
A customer contacted beckman coulter inc. (Bc) regarding an erroneously normal thyroid stimulating hormone (tsh) result generated by the access 2 instrument for one patient. Customer tested a sample for tsh and obtained a result of 5.32 uiu/ml and upon repeat the result was 6.3uiu/ml. The erroneous result was reported outside of the laboratory. Previous and subsequent samples for this patient resulted from 5.61uiu/ml to 17.13uiu/ml, which are all above the normal reference range. The exception was a sample collected in 2008 that initially resulted in the normal reference range. All repeat results on this sample also resulted in the normal reference. There was no effect to the patient or user with regards to this event.

Manufacturer narrative:
The sample was collected in a sst tube and centrifuged for 5 minutes at 3000 rpm. Qc was within specifications before and after the event. Customer states that qc and proficiency results did not indicate an instrument issue. Service was not dispatched for this event. If a tsh result is erroneously normal, there is the potential for treatment or further evaluation to be delayed. This delay could result in a health risk to the patient. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.